Event description:
It was reported impedance values were <250 ohms. A short circuit was suspected. Troubleshooting was being considered including programming around the problem electrodes. Additional information received indicated the event was attributed to the lead. The patient experienced right lower extremity pain, and no stimulation (failure of the device to provide stimulation acutely). An x-ray was done which showed the stimulation system was intact. The patient outcome was reported as: no injury.